Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up on (B)(6) 2018, patient presented 274 asymptomatic shocks and the device reached the recommended replacement time. Right ventricular impedance and coil continuity are above normal values. It has been reported that the device and the lead have been explanted on (B)(6) 2018. Preliminary analysis revealed that a ventricular lead issue and/or lead connection issue is suspected.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up on (B)(6) 2018, patient presented 274 asymptomatic shocks and the device reached the recommended replacement time. Right ventricular impedance and coil continuity are above normal values. It has been reported that the device and the lead have been explanted on (B)(6) 2018. Preliminary analysis revealed that a ventricular lead issue and/or lead connection issue is suspected.